Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) reported via the manufacturer representative that the patient was going to have a complete spinal cord stimulator system explant on (B)(6)-2016. Further information received from the hcp reported that the reason for the explant was that the patient stopped turning on the stimulator at the end of (B)(6)-2015. The patient had stated that it was shocking him in different areas after one of the leads was pulled out. The patient had not used the stimulator in months and was feeling better. The indications for use were failed back surgery syndrome and spinal pain. If additional information is received a follow-up report will be sent.